Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI . Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7081030/7081028.

Event description:
It was reported that the patient experienced pain at the ipg site when the stimulation is on and off and the patient had inadequate stimulation. All components were explanted and discarded per hospital policy.